Event description:
On (B)(6) 2008, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that periodic computed tomography angiograms (dates unk) revealed continual aneurysm sac enlargement with evidence of endoleak. The patient reportedly was treated for a type ii endoleak several times (dates unk) with coil embolization. They final treatment reportedly resolved the endoleak. On an unk date, imaging showed gas in the aneurysm. In early (B)(6) 2013, the patient presented to the hospital with significant weight loss, fever, and increased white blood count. It was reportedly determined the endoprostheses were infected. On (B)(6) 2014, an explant procedure was performed whereby the gore devices were explanted, and the aneurysm was repaired with a surgical graft. It was reported the infection was most likely caused by the implant of the coils. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-released specifications. Additional device implanted and involved in this event (B)(4).